Manufacturer narrative:
Additional information requested. Device not returned to manufacturer.

Event description:
Mobi-c p&f us : inserter would not released from implant. Causing disassembly the implant. Another instrument was used to insert a new implant.